Manufacturer narrative:
The device was returned with a shell failure. The cross section of the failure was analyzed using optical microscopy; possible striations were observed. However upon further review striations only appear on the surface of the shell and show no signs of penetration through the thickness. Cause of the failure is unknown, iatrogenic.

Event description:
Capsular contracture baker grade 4 left side.